Event description:
A peritoneal dialysis (pd) patient contact (B)(6) contacted (B)(6) customer service to report that the patient had skin irritation with the micropore surgical tape. They contacted the nurse and advised, and she will give the patient another type of tape during her appointment on (B)(6) 2025 and will call technical support back if she wants to add to profile. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).